Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 22. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.